Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that pacemaker exhibited inadequate capture threshold and loss of capture. Programming changes were made in clinic as a result. Patient condition was unwell due to stage 4 liver cancer.

Event description:
New information received noted that there were no patient symptoms.